Event description:
Journal reference: smelding et all. "Pathological gambling after bilateral subthalamic nucleus stimulation in parkinson disease" journal of neurol neurosurg psychiatry 2007, 78:517-519. The article describes a case study involving a male patient being treated for advanced parkinsons disease with dbs, developed pathological gambling shortly after surgery for bilateral stm stimulation. Other symptoms included: a slight cognitive decline, memory loss, difficulty finding words, vivid dreams, impulsivity, depression and emotional liability. The patients family relationships deteriorated and he attempted suicide several times. He was subsequently admitted to the hospital neurological ward. CT evaluation of the electrodes found one electrode to be somewhat off the original target site (2mm). The gambling desire resolved with discontinuation of pergolide and a change in the electrode stimulation contact point. He regained his interest in family and hobbies. Further testing found his neuropsychological status remained unchanged.

Manufacturer narrative:
See scanned pages.